Manufacturer narrative:
(B)(4).

Event description:
It was reported that 'midline would only insert to 10cm various techniques used to progress line however would not progress beyond 10cm. Attempted repositioning. Attempted feeding line over guidewire as guidewire visualized within vessel at 20cm. Unable to progress further than 10cm. We made a decision to cut the line to 10cm (actually cut 8cm away to allow a securacath to be used) meaning the tip would be 10cm internal. Once cut down the line would only progress to 2cm demonstrating it was not actually passing through the introducer. On removal and inspection, the line appears to be "bulged" in the fact that is visually wider at this point, at 10cm for approx. 2cm we continued the procedure with a 2nd midline which easily progressed to the full 20cm.' There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer report of a catheter bulge was confirmed based on evaluation of the returned sample. The customer returned one single-l umen midline catheter for analysis. Visual inspection showed a bulge approximately 8 cm from the juncture hub. Dimensional testing found the catheter's outer diameter exceeded specification limits at the location of the bulge, while the overall length and inner diameter were within specification ranges. A device history record review was performed, and no relevant findings were identified. The manufacturing team indicated that the defect may have resulted from extrusion variation during production. Based on the evaluation of the returned sample, manufacturing caused or contributed to the reported event. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that 'midline would only insert to 10cm various techniques used to progress line however would not progress beyond 10cm. Attempted repositioning. Attempted feeding line over guidewire as guidewire visualized within vessel at 20cm. Unable to progress further than 10cm. We made a decision to cut the line to 10cm (actually cut 8cm away to allow a securacath to be used) meaning the tip would be 10cm internal. Once cut down the line would only progress to 2cm demonstrating it was not actually passing through the introducer. On removal and inspection, the line appears to be "bulged" in the fact that is visually wider at this point, at 10cm for approx. 2cm we continued the procedure with a 2nd midline which easily progressed to the full 20cm.' There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".